Event description:
On (B)(6) 2012, the patient contacted customer support for assistance with a call service alarm. During the contact she mentioned that she had multiple occlusion alarms occur while she slept. According to the patient, the alarm history showed 3 occlusion alarms at 4:27am, 6:12am, and 7:06am all during basal delivery. The patient reported that she changed the infusion set after the 3rd alarm and successfully resolved the issue. The patient reported that blood glucose was as high as 465mg/dl during the time of the repeated occlusions; she reported extreme thirst and a headache. The patient denied a bent cannula, no blood in tubing/cannula or any redness, irritation, swelling or bump at the site. The patient said she corrected bg via syringe. This complaint is being reported because the patient experienced hyperglycemia with symptoms after a delayed response to occlusions. There is no evidence or allegation of malfunction to report.

Manufacturer narrative:
The pump has not been requested for return to animas for evaluation; customer support concluded that no malfunction or defect was discovered. There is no allegation from the patient of a malfunction or defect. According to the patient, the pump provided appropriate occlusion alarms, but she was slow to respond by changing the infusion set as needed. If the device is returned at a later date, an evaluation shall be completed and a supplemental report will be filed if required. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): no data in pump histories from the time of the reported issue due to continued use. Multiple occlusion alarms observed in the black box. Pump passed 29 hour flow accuracy test and was found to be delivering within the required specifications. No occlusions occurred during testing. An occlusion was induced and the pump gives the appropriate visual and audible alert. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force.

Manufacturer narrative:
Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.